Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Technical services provided troubleshooting to the customer. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes glass broke during use. The following information was provided by the initial reporter: the customer experienced glass breakage during centrifugation. They state the sst tubes are the only ones breaking. It is a fixed angle centrifuge. The sst tubes are 16 x 1000 while the other tubes are 13 x 100. The sst tube also has a conventional closure while the others have a hemogard. There was no exposure to blood.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes glass broke during use. The following information was provided by the initial reporter: the customer experienced glass breakage during centrifugation. They state the sst tubes are the only ones breaking. It is a fixed angle centrifuge. The sst tubes are 16 x 1000 while the other tubes are 13 x 100. The sst tube also has a conventional closure while the others have a hemogard. There was no exposure to blood.